Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument experienced a door fail. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the door gas spring has come loose. Door will not stay open.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument experienced a door fail. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the door gas spring has come loose. Door will not stay open.

Manufacturer narrative:
H6 investigation summary : a complaint of "door fall" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was tighten the door gas spring, thus the issue was resolved. Instrument was functioning without issues and released to the customer for regular use. This is an unconfirmed complaint of the bd product because the issue was observed due to loose door gas spring. The root cause was unable to be determined. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.